Event description:
On (B)(6) 2012, it was reported that this vns patient had an infection at the generator site. The patient was implanted on (B)(6) 2012. As a result of the infection, the patient would be undergoing replacement surgery. No patient manipulation or trauma was known to have occurred. Follow up with the implanting surgeon's office revealed that the patient reported pus at the generator site (left chest, under the clavicle) on (B)(6) 2012 to her neurologist. The patient went in for a surgical consult where the surgeon determined that there appeared to be an infection. The patient went into surgery for replacement on (B)(6) 2012; however, upon opening the incision, the surgeon decided the infection was localized to a stitch. The incision was closed, and the infected stitch was replaced. No explant or replacement took place. Cultures were taken. After four days, there was no growth reported. Device manufacturing records were reviewed. The patient's generator and lead were both sterilized prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.